Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (mitral regurgitation, gi bleeding, potential inflow or outflow obstruction), and heartmate ii left ventricular assist system (lvas) could not be conclusively established through this evaluation. The submitted log files contain data from (B)(6) 2019 at 10:11 through (B)(6) 2019 at 11:03, (B)(6) 2019 at 19:36 through (B)(6) 2019 at 11:36, and (B)(6) 2019 at 23:22 through (B)(6) 2019 at 14:02. Frequent low flow hazard alarms were captured throughout each of the files. Estimated flow ranged from 1.8-2.4 lpm for these events. Overall, power ranged from 4.0-6.0 w, estimated flow ranged from 1.8-5.1 lpm, and average pi was between 4.0 and 8.4. Additionally, backup battery fault alarms due to a backup battery load test failure were captured from (B)(6) 2019 at 10:51:00 through the end of the file (investigated under (B)(4)). The fixed speed was set to 9600 rpm and the pump speed did not drop below the low speed limit for the duration of the file. No additional atypical alarms were captured. The patient remains ongoing on heartmate ii lvas. The heartmate ii left ventricular assist system instruction for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Finally, the IFU provides an image of the proper hmii implantation configuration and discusses implanting and orienting the sealed inflow conduit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced frequent low flow alarms on (B)(6) 2019. The account noted that the patient was to have a ramp study and that the patient had severe mitral valve regurgitation. The account suggested the low flow alarms may have been due to a gastrointestinal bleed, inflow obstruction, or outflow obstruction. However, nothing was confirmed. The patient received blood and fluids and was to be discharged on (B)(6) 2019. No further information was provided.